Event description:
Patient's meter was reported to give high results. Patient was also experiencing high symptoms such as blurred vision and tiredness. Patient had also visited their doctor, where the doctor increased theor oral medication. During troubleshooting, patient was walked through 3 control solution tests, which were all outside the specifications. Patient had also performed an invalid comparision by comparing to an elite meter. This case is reported as a malfunction since the control solution tests failed outside the range.